Event description:
During a tubal procedure, the generator performed the way it was designed, but a pt injury did occur. Bipolar kleppinger forceps were in use. The gyn team was operating in the neurology room where auto-bipolar is used, and the gyn team was not familiar with auto-biopolar. The gyn doctor used the kleppinger forceps to move the pt's bowel. The device was active and burned a small hole in the bowel, which was then repaired with a suture. The site is aware of what they did wrong, and no devices are being returned for eval.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. If additional info pertinent to this incident is obtained, a f/u report will be submitted.